Manufacturer narrative:
The user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, customer loaded cold insulin into the cartridge. Customer primed the tubing to address the issue. There was no reported adverse impact on customer's blood glucose level.